Manufacturer narrative:
This is one event for the same pt involving two separate products.

Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2015-01965 and 1225714-2013-01966. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received noted that the patient subsequently expired.

Event description:
The plaintiff's attorney alleged the pt experienced cardiac injuries and/or related symptoms, which is alleged to have been caused by the product naturalyte and/or granuflo administered to pt for dialysis.